Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. Requests for additional investigational inputs were made in accordance with (B)(4) appendix a. Medical records, including x-rays were obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Clinical report states that patient was revised to address pain and stiffness. Update (B)(4) 2013 - patient's medical records were received. Records indicate the patient was revised to address aseptic loosening. Upon revision the patient's femoral stem and acetabular cup were found to be loose.